Event description:
It was reported that during central processing, the plastic part of the maryland bipolar forceps instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and fa was able to confirm the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The thermal damage was found next to the instrument grip cable. The instrument passed electrical continuity test. Additional observation(s) not related to the customer reported complaint include the instrument was found to have damage to the conductor wire¿s insulation. The conductor wire's insulation found damage at yaw pulley distal end with no exposed internal wire. There was no sign of thermal damage on the conductor wire and no missing pieces of insulation. The instrument passed electrical continuity test. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.016¿ offset at the tips. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found next to the bipolar yaw pulley conductor wire. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.